Manufacturer narrative:
H3: product analysis confirmed the reported issue. Found the upper/lower ethernet cable to the carrier board connector that was not properly connected to the carrier board and this was causing the intermittent pmb error. H6: previously applied codes of fdm b21, fdr c21 and fdc d16 are no longer applicable. Previously applied additional code of img g02030 is no longer applicable. H3: product analysis for product ID: nim4cpb1, serial number: (B)(6) and product ID: nim4cpb1 serial number: (B)(6) concluded that there was no fault found. H6: codes of fdc d20 and fdr c19 are applicable to product ID: nim4cpb1, serial number: (B)(6) and product ID: nim4cpb1 serial number: (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10, concomitant prod: product ID: nim4cpb1, serial number: (B)(6), UDI: ((B)(4) and product ID: nim4cpb1, serial number: (B)(6), UDI: (B)(4). Additional code of img g02005 is applicable to product ID: nim4cpb1, serial number: (B)(6) and product ID: nim4cpb1, serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the this device is not yet completed as on date of this report. A supplemental report will be submitted once analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the case, the nim system was stopped midway. There was no patient impact.